Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: british journal of surgery 2006; 93: 33¿39. [(B)(4)].

Event description:
Title: randomized clinical trial of lichtenstein patch or prolene hernia system for inguinal hernia repair. In this randomized prospective study, the short- and long-term outcomes of patients undergoing inguinal hernia repair with either lichtenstein mesh or the prolene hernia system (phs; ethicon) were evaluated. The aim of the study was to compare the convalescence (pain and return to full normal activity) and long-term sequelae (chronic pain and recurrence rate) after inguinal hernia repair. Postoperative pain and time to return to work, driving, and sporting hobbies were recorded after 300 inguinal hernia repairs done by one of the two methods. A total of 150 patients for the lichtenstein method and 150 patients (age range: 19 to 72 years old; 140 male and 10 female patients; bmi: 17 to 36) in the phs method. The phs bilayer device consists of three polypropylene components: its underlay patch provides a posterior repair, the connector is equivalent to a plug repair, and its onlay patch covers the posterior inguinal floor. In the phs group, reported complications included hematoma or swelling (n-2), infection (n-3), hydrocele or scrotal swelling (n-4), testicular pain (n-1), prolonged pain (n-18), numbness (n-11), occasional pain (n-75) that did not restrict everyday activities, disturbing symptoms (persisting pain, scrotal pain/swelling; n-9) that caused occasional restrictions, and small painful area in the medial corner of the groin area (n-7). It was mentioned that the type of pain is often thought to be a result of sutures attaching the mesh to pubic periosteum. However, it occurred with similar frequency in both treatment groups and was noted even in patients in whom phs mesh had not been attached with sutures. It appears that the ease of convalescence, as well as complication and recurrence rates, after phs repair were at least comparable to those after lichtenstein repair. The advantage of the phs mesh was the significantly shorter operating time. Application of phs mesh is easier and can be done through a smaller incision, except in some young patients with a small indirect hernia. The preliminary results obtained in this study justify the use of phs bilayer mesh in the ambulatory surgery unit, as turnaround time is accelerated.